Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unable to exit the preparing to prime loop. The customer's blood glucose level was unknown at the time of incident. The customer stated that they received the message of 2nd series of beeps and the numbers appeared on the screen during prime. Advised the customer that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.